Event description:
Information was received from a patient who was receiving therapy via an implantable pump for unknown indications for use. It was reported that the pump had to be replaced because it stopped unexpectedly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.